Event description:
The sample was visually examined under a microscope using 100x magnification. MFR analysis recealed a translucent, white substance along the tube, at or near the beveled tip. The substance appeared to be adherent to the tubing. The substance observed on the catheter & the slides was thought to be zein or a product derived from it through infrared spectroscopy. Further analysis revealed that the substance was casein. Casein is derived from milk; it is a protein containing carbon hydrogen, nitrogen, oxygen, sulfur & phosphorous. In a hosp setting, casein can be found in solutions used for total parenteral nutrition. In a mfg setting, casein is used in sizing paper, casein paints, waterproof glue & plastic articles, such as buttons. Casein is not a component of the catheter tubing material, which is polyurethane. MFR analysis has shown that the casein ovserved on the catheter tubing was not related to the product or mfg process.